Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing threshold measurements that led to loss of capture (loc). There was also double counting of atrial and ventricular signals in the arrhythmia logbook where the patient received inappropriate shock delivery. A revision procedure was performed. An x-ray was taken at change out which indicated the helix on the rv lead may not fully be retracted. The patient is not pacemaker dependent, thus no asystole greater than two seconds occurred. The rv lead was explanted and successfully replaced. The physician opted to also explant the implantable cardioverter defibrillator (ICD). A new ICD system was successfully implanted. No additional adverse effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing threshold measurements that led to loss of capture (loc). There was also double counting of atrial and ventricular signals in the arrhythmia logbook where the patient received inappropriate shock delivery. A revision procedure was performed. An x-ray was taken at change out which indicated the helix on the rv lead may not fully be retracted. The patient is not pacemaker dependent, thus no asystole greater than two seconds occurred. The rv lead was explanted and successfully replaced. The physician opted to also explant the implantable cardioverter defibrillator (ICD). A new ICD system was successfully implanted. No additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted the lead was returned in two segments severed at approximately 211 mm from the terminal pin. The mid-body segment of the lead was not received. Testing was completed to assess the returned portion of the lead's electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Visual inspection revealed no abnormalities on the segments of lead returned.